Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On the same day, it was reported that the patient experienced lethargy, and inability to stand. The patient, who is living at a home care facility, was taken to an ICU at a small hospital. When a fingerstick was taken at the hospital, the cgm reading was 131 mg/dl, and the blood glucose reading was 1600 mg/dl. The patient was treated with intravenous insulin, fluids, and other unspecified intravenous medication, and insulin per injection. The patient also underwent and x ray and CT scans, but no further information was reported regarding this. At the time of the report, which was the same day as the day of the event, the patient was still at the hospital, was tired and exhausted, and had not yet gotten out of bed. No other details were documented. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.